Event description:
I use a dexcom g7 to monitor my blood sugar levels. I have had two sensors fail completely within a month, dexcom is sending me a replacement but seems completely unbothered that twice this has happened. I imagine I cannot be the only diabetic having these issues and they don't seem to be wanting to investigate anything that could be faulty. Reference report: mw5158148.